Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that during the week she obtained blood glucose reading of 260 mg/dl on the contour next one meter. The customer was experiencing symptoms of hypoglycemia such as shakiness and weakness. The customer performed another testing with the neighbor's meter and obtained a reading of 60 mg/dl. The customer ate candy and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.